Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test noted during testing. No unexpected failed battery test found at the downloaded pump history. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed replace battery. The patient's blood glucose level was unknown at the time of the call. The customer did not return the product back for analysis.